Manufacturer narrative:
Correction: the actual complaint product was not returned for evaluation. The device history record for the reported lot number, m5089t612, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the third of three reports. Refer to 8030647-2015-00048 for the first patient. Refer to 8030647-2015-00068 for the second patient. It was reported that during use of a closed suction catheter, the patient¿s exhaled tidal volume alarm was going off. The patient was not getting all the volume dialed into the ventilator. The catheter was replaced with another device resolving the issue. There was no medical intervention required.

Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).